Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15432. Related manufacturer reference number: 1627487-2021-15433. It was reported that the patient experienced ineffective therapy. Diagnostic revealed that the patient had high impedance on one of the leads. Additionally, x-rays confirmed that two of the leads migrated. Reprogramming was unable to address the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.